Event description:
Pt had pacer implanted in 1984. Following open-heart surgery in 1/97, it was noted that the pacemaker seemed non-functional. Pacer could not be interrogated and was known to be close to end life prior to the mcr. Pt. Underwent elective replacement procedure. During replacement, epicardial leads were evaluated. Pacing could not be achieved even with 10 volt output. Sensing was inappropriate and r waves measured 1 or less than 1. A complete new system was implanted.